Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018, the date the sling was implanted, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a total vaginal hysterectomy with bilateral procedure performed on (B)(6) 2018. In addition, the patient has medical history of menorrhagia, stress urinary incontinence, stage 2 posterior prolapse and morbid obesity with a bmi over 40. As reported by the patient's attorney, the patient had experienced an unspecified injury.